Event description:
A technologist brought a personal computer into the magnet room presumably to erase the hard drive. The computer was drawn into the magnet. During the course of this event, the technologist suffered an injury, laceration, to the finger that required six stitches. A ge service rep removed the personal computer from the magnet, and verified that the magnetic field warning signs were in place at this site, and that the system operated normally.